Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that there were two holes by the muffler which was indicative of pulling the autolube with the muffler still plugged in. It was further determined that the pin on the drive shaft (lock pawl assembly) was bent which caused overheating. The assignable root cause was determined to be due to misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The reporter's complete name was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an anterior cervical discectomy fusion surgery, it was observed that the motor device would not retain burr and come loose. There was no delay to the surgical procedure as a spare device was available for use and the surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.